Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the unintended movement of the dc shaft was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the unintended movement (dc shaft positioning) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. The first clip was advanced and positioning was performed. Upon rotating the delivery catheter (dc) handle counterclockwise, the dc handle did not hold position and the handle returned to neutral. The device repeated in this fashion multiple times. Subsequently, the device was removed from the patient and replaced. An addition clip was implanted and the procedure was completed with and mr reduction to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.